Event description:
The pt reported a shocking sensation when going through a security system. The hcp confirmed that the ipg had rotated anteriorly. The ipg was repositioned and the pt was reported to be having no further discomfort.